Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a pulmonary artery angiographic, the emerald wire was advanced to the patient for about 140cm. The physician found the green coating of the emerald guide wire fell off 40cm near the tip. The part of guide wire inside the catheter was not smooth. After identifying the problem, the physician tried to withdraw the guide wire, but failed. Therefore the guide wire and the catheter were removed as a unit. The physician exchanged the wire to complete the procedure. The procedure was completed successfully without any injury to the patient. The device was inspected prior to use and no anomalies were noted.